Event description:
It was reported that a spectrum pump turned off during therapy (medication, dose, programmed amount and delivery rate unknown). The registered nurse (rn) stated that the patient had on a non-baxter product which had been known to get deactivated when near electronics. The rn did not know exactly what happened but the pump turned off at the same time the non-baxter product became deactivated. The pump had to be reprogrammed to restart the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue #: a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.